Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post index procedure, the patient presented emergently with pain. A rupture was identified and the devices were explanted. The patient was reported to be doing well post explant. The exact date of event and explant were not provided but were reported to have occurred in (B)(6) 2019.